Event description:
Failure to osseointegrate. We have received additional information to update the date of occurrence and the qn has been updated. Hence this updated report.

Event description:
Failure to osseointegrate